Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date w s 360 mg/dl with excess urination, extreme thirst, nausea, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No device malfunction or use error was indicated during troubleshooting. This complaint is being reported because the reporter alleged an unknown inaccurate delivery issue contributed to the reported injury.

Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Product analysis: the device was returned and evaluated by product analysis on 02/05/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The total daily dose history was appropriate for the user programmed deliveries. The last bolus was performed on (B)(6) 2016 at 10:17; the last basal was performed on (B)(6) 2016 at 14:23. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. The bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.